Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis result showed that the er320 instrument was received partially cycled. A bag with three unformed clips was returned along with the instrument. In an attempt to replicate the incident reported the device was functionally evaluated. The cycle was completed and the device ejected a clip; the jaws were inspected and they were found to be in a yielded condition. The device was cycled again and the remaining clips were ejected and finally it locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the clip couldn't ligate. No adverse event on the patient. One device will be returning.